Event description:
It was reported that the device was used during a laparoscopic hemicolectomy. It was reported by the rep that the trocar was leaking during the procedure. They replaced it with a new trocar. There was no consequence to the pt.